Event description:
On/off switch not functioning on pump, replacement pump needed. There was no defect in the hizentra itself. Dose was not missed as patient was advised to complete the infusion manually instead of using the pump; no other adrs noted. Dose or amount: 10g. Frequency: biw. Route: sq. Dates of use: (B)(6) 2016 to present.